Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with a heart rate in the 20s. The patient data was reviewed and found potential intermittent capture on the right ventricular (rv) lead and far field oversensing. In the follow up the brady pacing was turned off and the right atrial (ra) lead impedances were noted to slightly drop but remain within normal limits and a new device was implanted on the other side for the patient. Subsequently, the patient exhibited a hematoma due to the new device and a needed to be explanted. The original pacemaker and leads were explanted and another manufacturer's device was placed as replacement. No additional adverse patient effects were reported.